Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light in the xenon lamp went out after 100 hours while being used on the endo tower. The issue occurred after a diagnostic gastrointestinal procedure. The device was exchanged and there were no reports of delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the lot number provided was invalid. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, as the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.